Event description:
It was reported that the right ventricular (rv) lead warning was triggered and the rv lead exhibited low pacing impedance, high/unstable thresholds and an alleged insulation defect with insulation damage. The lead remains in use, however lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Rv pacing impedance steadily fell from 740 ohms in (B)(6) 2014 to 340 ohms by (B)(6) 2015. Ventricular lead warning occurred on (B)(6) 2015. Short circuit pace/low impedance counts before and after lead warning.